Event description:
It was reported that an x-ray showed that the catheter had "come out" and coiled in the pt's back at the spine. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).